Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and non-calcified vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 90 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: dqy, lit. G4: premarket / 510(k): k141521, k141597.